Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer went to a pharmacy and obtained an alternate form of insulin therapy.